Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of photophobia and dry eye two months post bilateral lasik. Patient is being treated with a steroid drop and cyclosporine opthalmic emulsion. There are two medical device reports associated with this event. This report references the left eye. Additional information has been requested.